Event description:
The reporter stated that the surgeon was using a competitor's lens with the indigo-p injector, and upon advancing the lens, it became crunched in the injector. No pt contact or injury. The reporter also stated that the lens did not load properly.